Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage at the keypad traces. No button error alarm noted during testing. The insulin pump had corroded lcd board and motor assembly. The insulin pump also had cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window, stained address/serial number label and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 173 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.